Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion or pressing buttons. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. For approximately six months, the patient had obtained blood glucose readings on the reported meter that she claimed were inaccurately erratic, such as 70 mg/dl and 200 mg/dl. During this time period, the patient managed her diabetes with insulin taken on a sliding scale. On (B)(6) 2010 at 1:00 am, the patient experienced the symptoms of cold sweats and tingling legs. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were expired, and the meter was not programmed for the correct calibration code number, both of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips to test her blood glucose levels. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin based on blood glucose readings from the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.